Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The soft component of the up button is damaged and restricted handling of the pump is a possible implication. As a result of the damaged soft components, moisture may enter the pump and damage the electronics. The down button does not respond to commands due to the contamination inside the button.

Event description:
Reporter stated the down button on the infusion device works intermittently. The infusion device was requested for evaluation. No physiological effects were reported.